Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she fell and was sent to the hospital. The customer was admitted into the hospital as a result of high blood glucose levels. Customer's blood glucose level was around 297 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.